Event description:
It was reported that the brake on the 6800 system does not work. The c-arm drifts. No pt or staff injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep tightened the articulating arm but did not find a problem with the brakes. The system operates as intended.